Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the complaint received states that on (B)(6) 2013 surgery was performed on l5-s1 regarding leg pain. It was reported that surgeon used competitor parts (stryker xia) pedicle screws and synthes oblique posterior atraumatic lumbar (opal) implant for a discectomy and fusion. At a later date, a x-ray was taken and it was reported that the opal implant had retro pulsed into the spinal canal and was compressing the nerve roots. It was reported that the patient had fallen on her backside a month ago and started to feel buttock pain afterwards. The surgery was performed on (B)(6) 2014 and the implant was removed. The complaint received states that a further anterior surgery is planned to stabilize disc space and encourage fusion. During the procedure, the surgeon reported that opal implant had encroached into the dura at the base of s1 nerve root. In lifting the nerve root a tear was caused which was repaired. No additional information about the event is available at this time. Device will not be returned for investigation. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that part number 08.803.131s made on work order (B)(4) and lot number 6680540 had no ncrs. Material (B)(4) from which these parts were made had no ncr¿s and certificates were found to be in order. Part number 08.803.131s is an assembly which mates with subcomponent 889.961.04. Subcomponent 889.961.04 created on work order (B)(4) and lot number 6551598 used in this assembly had no ncr¿s. Raw material lot 6394458 from which these subcomponents were created had no ncr¿s and certificates were found to be in order. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.